Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's rechargeable ipg was inoperable. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
B5 correction- ipg was a non-rechargeable ipg rather than a rechargeable ipg. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Additional information indicates patient had non-rechargeable ipg that was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.